Event description:
The manufacturer received voluntary medwatch (mw5106217) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging systemic inflammatory in nerves, muscles, joints, and cartilage, and chronic respiratory issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Uf/importer:2518422-2022-77166

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received voluntary medwatch (mw5106217) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging systemic inflammatory in nerves, muscles, joints, and cartilage, and chronic respiratory issues. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.